Event description:
A nurse reported that the device could not be used due to a malfunction. In a follow up, the surgeon reported that during surgery, the device would not release from the injector, was removed from the tunnel, and a trabeculectomy with mitomycin was performed instead. A phacoemulsification surgery was simultaneously performed. He stated that the pt's current intraocular pressure is at an acceptable range, and the pt is on three glaucoma medications.

Manufacturer narrative:
Evaluation summary: the device history record was reviewed and no abnormalities were found. The product was released according to release criteria. The express delivery system was partially depressed. The shunt was visually inspected, and was found to be proper. A gap was visible between the shunt and the cannula. The complainant statement "could not use/malfunction" could not be confirmed. The root cause could not be conclusively determined. There has been one similar complaint report in the lot number. Additional info was requested on 02/03/2012 and 02/17/2012 by phone, fax, and mail. A completed questionnaire was received on 02/27/2012. (B)(4).